Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6; h10 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: persistent pain in left knee especially with recumbent bike and other activities; was seen by rheumatologist who stated intermittent warmth; tested positive to a nickel sulfate test. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. As the tibial implant does not contain nickel, it would not have contributed to the allergic reaction symptoms, no problem was found with the device. Complaint is confirmed with the provided medical records. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: item# 00596401651; lot# 62448928. Item# 00597206538; lot# 62425604. Item# 00596404014; lot# 64898581. Item# unk cement; lot# unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent a left knee revision approximately eleven (11) years ago. Subsequently, the patient is reporting pain, inflammation, and warmth and is unable to perform physical therapy. Attempts have been made and no further information has been provided.